Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the shaft angle encoder and the problem could be solved. Functional verification testing was completed without further issues and the unit was returned to service. The affected part was requested back to the manufacturer site but, through follow-up communication with the technician in charge, livanova deutschland learned that it was scrapped thus, no further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that an error code related to the pump speed control was displayed on a centrifugal pump system with tubing clamp during procedure. There was no report of patient injury.